Manufacturer narrative:
Device received with white screen with rainbow lines across screen due to due to broken traces on the lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 131 mg/dl. Troubleshoot was performed. The customer was advised to the insulin pump need to be replaced and to discontinue use of the pump and to revert to the backup plan. Insulin pump will be returned for analysis.